Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sec tubing had over-infusion and air in line alarm. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported the infusion was spiked with new tubing and started in alaris pump for rate of 10mg/hour or 1ml/hr at 0515. The nurse responded to "air in line" alarm at 0715 and noted the infusion bag was completely empty; all the medication had infused. We had an issue with tubing and pump recently. I have the tubing if needed. This occurred on (B)(6). Furosemide infusion spiked with new tubing and started in alaris pump for rate of 10mg/hour or 1 ml/hr at 0515am by night shift nurse. Day shift nurse responded to "air in line" alarm at 0715am. The infusion bag was completely empty and all medication had infused. Provider team was notified, pump, channel, and tubing were sequestered to (B)(6) office.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of infusion completed sooner than expected could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that sec tubing had overinfusion and air in line alarm. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown it was reported the infusion was spiked with new tubing and started in alaris pump for rate of 10mg/hour or 1ml/hr at 0515. The nurse responded to "air in line" alarm at 0715 and noted the infusion bag was completely empty; all the medication had infused. We had an issue with tubing and pump recently. I have the tubing if needed. This occurred on 7/3. Furosemide infusion spiked with new tubing and started in alaris pump for rate of 10mg/hour or 1 ml/hr at 0515am by night shift nurse. Day shift nurse responded to "air in line" alarm at 0715am. The infusion bag was completely empty and all medication had infused. Provider team was notified, pump, channel, and tubing were sequestered to nm office.